Event description:
It was reported that a cartridge alarm occurred. There was no reported adverse effect to the customer's blood glucose level. The customer resolved the issue by reloading the cartridge, and insulin delivery was resumed successfully.